Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited low pacing impedance and its insulation was damaged. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.